Manufacturer narrative:
The complaint received states that during an interventional procedure to treat in-stent restenosis of an unknown smart control stent, a powerflex balloon ruptured during inflation, separated in the patient and had difficulty during withdrawal. This is a (B)(6) male with unknown medical history. It was reported that during angioplasty of a 70% restenotic smart control stent in the left subclavian vein, angioplasty was performed with a 12x4mm powerflex balloon. The target area was a "t" junction of a covered bard stent and a smart control stent at cephalic vein-subclavian vein confluence. There was no calcification or vessel tortuousity. There were no kinks or other damages noted prior to inserting the product the product into the patient and the device prepped normally. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The balloon inflated normally and no leakage was noted from the balloon, shaft, hub or unknown segment. The maximum inflation pressure was less than or equal to max burst pressure 8atm. The physician was not sure of pressure in the balloon when it ruptured inside the stent. When balloon was attempted to be withdrawn through the sheath: however, it got hung up at tip of the sheath and couldn't be withdrawn. As the physician tried to pull the balloon through the sheath, it sheared off at the tip of the sheath. The physician pulled out the sheath and recovered the one piece balloon fragment with a cutdown at the insertion site. The balloon piece was recovered a few centimeters from the site and patient was fine. The balloon and fragment are being returned for analysis. The brand of contrast media used was optiray at a 50/50 ratio with an encore26 or aria indeflator by boston scientific. The same indeflator was used successfully with other devices. There is no sterile lot number information available thus no DHR could be performed. The complaints of balloon rupture and separation were confirmed on analysis; however, the exact cause of the confirmed failures could not be determined. The condition of the device did not support functional analysis. There is no evidence of manufacturing or design issues that contributed to the events. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Review of the information suggests that target vessel / lesion issues may have contributed to the confirmed burst. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that patient and target vessel factors may have contributed to the reported restenosis. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9610978-2011-00022 and 9616099-2011-00064.

Event description:
It was reported that during angioplasty of a 70% restenotic lesion in the left subclavian vein, angioplasty was performed with a 12x4mm powerflex balloon (product code - 420-2040s and lot number 15178919) within a previously implanted unknown smart control stent (implanted on an unknown date) and extending into a fluency stent graft in the subclavian vein. The physician was not sure of pressure in the balloon when it ruptured inside the stent. When balloon was attempted to be withdrawn through the sheath, it got hung up at tip of the sheath and couldn't be withdrawn. As the physician tried to pull the balloon through the sheath, it could have sheared off at the tip of the sheath. The physician pulled out the sheath and recovered the one piece balloon fragment by a cutdown at the insertion site. The balloon piece was recovered a few centimeters from the site and patient was fine. The balloon and fragment are being returned for analysis. There were no kinks or other damages noted prior to inserting the product the product into the patient and the device prepped normally. The brand of contrast media used was optiray by mallinkrodt at a 50/50 ratio with an encore26 or aria indeflator by boston scientific. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no calcification or vessel tortuousity. There was no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. A 75 degree angle was ballooned across a "t" junction of covered bard stent and smart control stent at cephalic vein-subclavian vein confluence. The balloon inflated normally but no leakage was noted form the balloon, shaft, hub or unknown segment. The maximum inflation pressure was less than or equal to max burst pressure 8atm.

Manufacturer narrative:
The catalog and lot numbers for the actual product used in the procedure are unknown and are not available. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9610978-2011-00022 and 9616099-2011-00064.